Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician attempted multiple delivery catheters and was unable to cannulate the target vessel due to the patients tortuous anatomy. Once the catheter and left ventricular (lv) lead were placed the entire system dislodged. The catheter and lead were removed and no lv lead was placed at this time. No patient complications have been reported as a result of this event.